Event description:
Pt reported obtaining back-to-back blood glucose results, of 289 mg/dl, 106 mg/dl, 137 mg/dl and 85 mg/dl on the compact test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped.